Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event. Seven days later the patient experienced another sudden cardiac event and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.